Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. The following information was provided by the initial reporter: customer reported a false positive result using test 256089 on analyzer. Two different samples on two different test cartridges where run from the same patient, first test gave a positive result, then the customer was ask to return for a second test (on the same day) and the result came back negative.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number provided was invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as an incorrect batch number was provided. The complaint was unable to be confirmed. No trend against false positive results. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. The following information was provided by the initial reporter: customer reported a false positive result using test 256089 on analyzer. Two different samples on two different test cartridges where run from the same patient, first test gave a positive result, then the customer was ask to return for a second test (on the same day) and the result came back negative.